Event description:
This is a case reported from (B)(6) by the nurse who reported during the fourth cycle of therapy on a homechoice (hc) device, the device filled the patient with 2800ml instead of 2200ml. During drain phase the equipment drained all the volume of solution instead of the 65% (tidal therapy) of the solution previously filled. The nurse didn't report any consequences for the patient. The device will be returned.

Manufacturer narrative:
(B)(4). The device has been requested, and an evaluation is anticipated. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice (hc) device serial number (B)(4) was returned for evaluation and investigated in the (B)(4). Updated with device return date. The complaint issue was not confirmed during evaluation. The event log did not contain complaint date, volumes and cycles issues. Device was tested during evaluation and no problem was found. The cause of the issue was not determined. A review of the previous service events revealed no issues that were related to the reported issue. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.